Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 8 atm within 10 seconds. The device was simply pulled out from the patient's body. The ruptured part was found at the tip part of the balloon. The procedure was completed with another of the same device. No complications were reported and patient was good post procedure.